Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a failing remote manager and lock needs to be changed. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the remote manager was failed due to issue in latch. A field service engineer replaced the detent latch to resolve this issue. The system functioned as intended after field service engineer repaired the device.